Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an eyelash in the package was confirmed and determined to be manufacturing related. One sealed powerpicc solo kit with from lot recq1430 was returned for investigation. One 9mm dark colored fiber, which was consistent with an eyelash or other short hair, was observed between the poly bag and inner tray. Since the foreign material was contained in the sealed package, the complaint was determined to be manufacturing related. The manufacturing facility was notified of this complaint.

Event description:
It was reported that it's eyelash-like object in the powerpiccsolo¿s package.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq1430 showed no other similar product complaint(s) from this lot number. Device not yet received.

Event description:
It was reported that it's eyelash-like object in the powerpiccsolo¿s package.